Event description:
Patient had blood glucose readings of 277 to 548mg/dl throughout 6 hour period. Patient was dosed with insulin based on reading from device. A lab blood glucose reading in fasting state was 31mg/dl. Patient was later found comatose. The reporter did not provide details of treatment. Replaced device and requested return for evaluation.